Event description:
It was reported that rollator had issues with its brakes and wheels.

Manufacturer narrative:
It was reported that the rollator brakes were not "engaging or stopping the wheel" and that the end user experienced a fall. Reportedly, the wheels of the rollator were also "worn out and have little holes on them." According to the end user, she told her physician about the fall and was told to take tylenol. To date, no information has been received to indicate that the end user experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problems/issues. No sample was returned for evaluation and a root cause was unable to be determined. In response to an FDA 483 issued for cfn 1417592 on 29-aug-2025, this medwatch is being filed.